Event description:
Cotton falling apart...yes they do [device breakage] case narrative: consumer reported via social media that the cotton falls apart during use. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation